Event description:
The customer reported a button error alarm. She believes her insulin pump was exposed to moisture. The customer's blood glucose level was 130 mg/dl. She was advised to discontinue use of the pump and revert to a back-up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.